Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was alleged that the spatula was slightly covered by the sheath causing the device to arc. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: I have a few surgeons that use our strykeprobe electrosurgical suction tips for all of their gallbladders. They have told me recently that the inner sheath for the spatula 250-070-441 doesn¿t extend all the way out from the sheath like they used to. I looked through them today and confirmed. They are all the same part numbers but the spatula on a more recently purchased set is about a cm shorter than the other. The spatula is still slightly covered by the sheath. This has caused the spatula to arc to the sheath and put electricity in places that the surgeon does not intend. It also makes the sheaths need to be replaced sooner. Do you know if there has been a change in manufacturing with these? I have attached a couple of pics of the inserts. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the burn is caused by activation of electrocautery with an extended sheath or a bent shaft causes the sheath to sit against the yellow heat shrink when the sheath is retracted. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known. Gtin:07613327051865.

Event description:
It was alleged that the spatula was slightly covered by the sheath causing the device to arc. The procedure was completed successfully.